Event description:
Procedure: total lap hysterectomy (tlh). According to the reporter: the patient had post-surgery bleeding of vaginal cuff. Patient's 7 day follow up showed proper cuff closure. Patient did excessive activities 10 days after surgery. Pt needed a second procedure due to vaginal cuff bleeding and separation. Requiring exploratory laparoscopic surgery and lysis of bowel adhesions to the vaginal cuff prior to vaginal cuff repair. There was no bleeding of 500 cc or more. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure.

Manufacturer narrative:
(B)(4).